Event description:
Olympus was informed that during an upper gi endoscopy procedure, the user facility did not noticed that a portion of the cleaning brush was retained in the scope and was not discovered until it fell into the pt. The brush was retrieved with a snare and no pt injury was reported. Olympus followed up with the user facility to obtain more detailed info and was informed that the procedure was completed with a different device. The device was last used on a procedure on (B)(6) 2014.

Manufacturer narrative:
The device was returned to olympus for eval. The eval was unable to determine the root cause of the brush getting stuck or being retained in the channel. No restriction or obstructions were found in the suction channel or biopsy channel with the bw-20t brush. In addition, the root cause of the reported complaint may have occurred when the brush tip broke off during reprocessing and was then aspirated up the channel and getting lodged inside the suction cylinder port. The brush may have gotten loose and fell back when into the biopsy channel during the procedure.